Event description:
It was reported that oversensing and pauses were noted. The lead is being used. No patient complications have been reported as a result of this event,

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.